Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned for product evaluation. The sample was subject to visual analysis. The small and large balloon are separated. The complaint can be confirmed for the small and large balloon damage. The exact root cause could not be determined. The likely root cause is the balloons were separated after removal from the packaging. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the tech tried to inflate the balloons with air, they deflated immediately. The tr band was bench tested before ever being applied to the patient. It appears that the dual balloons separated and that the larger balloon was perforated, causing air to leak. The procedure outcome was completed successfully. There was no reported blood loss. The event occurred intra-operative. There were no other devices or equipment used with the reported product. The patient was not injured during the event and medical or surgical intervention was not required. Additional information received on 06 july2023: the procedure was a percutaneous coronary intervention (pci). Patient was in stable condition.